Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted radical cystectomy with neobladder surgical procedure using an xi system, and before surgical port placement, a nurse called to report repeated error 1162. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the customer had already performed two reboots and identified error 1162 in the logs associated with the universal surgical manipulator (usm) arm 1 cannula sensor. Per tse guidance, the team attempted to reseat the drape; however, the issue persisted. The tse advised deactivating arm 1 and proceeding with three arms. The procedure was completed as planned using three arms, and no patient injury was reported.